Manufacturer narrative:
(B)(4). Device was not implanted or explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during an initial repair of tibial tuberosity fracture, surgeon did not drill bone prior to implanting a 48 mm 4.5 cannulated screw and manually started inserting the screw. While manually inserting the screw, all the screw threads started coming off. There was a delay of approximately 5 minutes while surgeon tried to unsuccessfully retrieve the fragments. Surgeon then went on to implant another 4.5 cannulated screw to complete the procedure. Surgery was completed successfully and patient was reported as stable post-operatively. Screw fragments were retained in patient bone and were not retrieved. There was no other device used intra operatively with this screw. This report is for one (1) cannulated screw this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. The proximal non-threaded portion of a broken partially threaded 48 mm 4.5 cannulated screw was received at cq. The distal threaded shaft portion of the screw was not returned. The break occurred where the screw shaft outside diameter transitions from threaded to non-threaded geometry. This complaint is confirmed. The returned 4.5mm cannulated screw partially threaded/48mm (part#214.548) is an implant available for use in the 4.5mm cannulated screws system for fracture fixation of long bones and long bone fragments per technique guide. Per the technique guide, the self-drilling, self-tapping flutes of the 4.5mm cannulated screws make predrilling and pre-tapping unnecessary in most cases. The sets include 3.2mm cannulated drill bits and a cannulated tap for use in dense bone, if needed. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Definite root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.